Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer evaluated during routine preventive maintenance (pm), noticed faulty lcd screen. Replaced lcd display tested. Unit passed display test and all functional and safety test per factory specifications, returned to customer and cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) lcd screen is faulty.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) lcd screen is faulty. There was no patient involved.

Manufacturer narrative:
Corrected data: e1 (initial reporter and email), h6 (clinical and impact code).